Event description:
It was reported that the lesion was predilated with a 3.0 x 15 mm non-abbott balloon. The 3.5 x 18 mm promus stent was advanced, but would not cross the lesion. During removal, the stent could not be retracted and the proximal end of the stent became bunched up. The promus stent began to dislodge, so it was deployed where it was in the mid to proximal right coronary artery (rca). Another promus stent was implanted in the target vessel successfully. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The promus stent delivery system was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. There was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent interacted with the lesion/anatomy during retraction, damaging the proximal struts, further contributing to the resistance and the stent dislodging from the balloon. Additional treatment was used to deploy the stent outside of the target lesion. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for stent damage, difficult to remove, or loose stents for this lot. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.